Event description:
It was reported that during of the device for a cardiopulmonary bypass procedure, that the hematocrit and venous saturation readings were inaccurate. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Eval is progress, but not yet concluded.